Manufacturer narrative:
Initial MDR was submitted in error, this is a non reportable training issue.

Event description:
A distributor reported that a customer's battery was depleting too fast and not holding a charge. There was no information on the blood glucose level, but it was determined that the battery was not discharging too quickly, and no alerts or alarms were identified in the system history. The pump, found to be in working condition, successfully loaded a cartridge and delivered insulin. The patient reportedly turned off the pump, and no device return was arranged, nor was a replacement sent. No additional information about the outcome of the event was provided.